Event description:
It was reported that the ventilator shut down with no audible alarm while connected to a patient. No patient harm reported. The patient was placed on a back-up ventilator.

Manufacturer narrative:
Na